Event description:
The customer reports that a patient received a pca 50 ml syringe with hydromorphone 10 mg in 35 minutes. The md order was: dose - 0.4 mg. Lockout - 10 minutes. 1 hour limit - 2.4 mg. Customer reports no patient harm or medical intervention. A follow up report will be filed when the devices are received and investigated.

Manufacturer narrative:
Patient information requested, and all available information is included.